Event description:
It was reported to boston scientific corporation in 2006 that a cellebrity endoscopic cytology brush was used during a procedure performed the same day (patient age, gender and weight are unknown). According to the complainant, there was a long black hair in the sterile package. The procedure was completed with another cellebrity endoscopic cytology brush. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Received one cellebrity cytology brush in the original pouch and inside a ziploc bag. The pouch seal had not been broken and there was a hair inside the pouch. Complaint confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for the same lot.